Manufacturer narrative:
Batch reviews performed on 28 june 2016. Lot 122760: (B)(4) items manufactured and released on 05 november 2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, 25 items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size s, code 01.29.208, lot. 151161 ((B)(4)); (B)(4) items manufactured and released on 24 april 2015. Expiration date: 2020-03-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon revised the head and liner from a 36mm to a 40mm. The surgery was completed successfully. X-rays and explants are not available.

Manufacturer narrative:
On 11 july 2016 (B)(4) provided a document of the ceramic used to produce the ball head involved in the complaint, reporting as follows: the component properties and the microstructure as obtained from the quality documents accomplish the requirements as specified at the time of the production. There are no indication of any pre-existing material defect.